Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. (B)(4). (B)(6). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved.

Event description:
It was reported that the unit's touchscreen could not be calibrated and the device locks. There was no patient involvement. Event date not specified, estimate used.